Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing of noise with non-physiological signals. The sensitivity was changed on the device and the device remains in use. An electrician will visit the patient¿s home and frequent remote monitor transmissions will be sent for a period of time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.